Manufacturer narrative:
H6: investigation summary: it was reported the needle caps are hard to remove, a needle stick injury resulting in medical treatment occurred. A device history record review was completed for provided material number 305122, lot 8024418. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that while using the bd® needle 5/8 in. Single use, sterile a needle stick occured. The following was reported by the initial reporter: we recently had a needle stick that resulted in medical treatment.

Manufacturer narrative:
D.4. The reported lot# [8024418]was not found for the reported catalog# [305122 ]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd® needle 5/8 in. Single use, sterile a needle stick occured. The following was reported by the initial reporter: we recently had a needle stick that resulted in medical treatment.

Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death and the product was expired.